Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a pharmacist. This case concerns a male patient (with unspecified age) who received treatment with synvisc one and later experienced tinnitus, headache, pain in his muscles of upper arm, sweating, tachycardia and sore throat. The patient's medical history included atrial fibrillation. No past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in 2015, the patient received treatment with intra-articular synvisc one at a dose of 6 ml, once, with batch/lot number: 5rse012 and expiration date: 31-mar-2018 for osteoarthritis (localized primary involving lower leg). On (B)(6) 2015, the patient experienced tinnitus, headache, pain in his muscles of upper arm, sweating, tachycardia and sore throat. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rse012, with expiration date (03/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse012, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: medically significant for all the events additional information was received on 20-nov-2015. Ptc results were added and text amended accordingly. Pharmacovigilance comment: (B)(4) company follow up comment dated 26-nov-2015: the follow up information received does not change the overall assessment of the case. (B)(4) company comment dated (B)(6) 2015: this case concerns a patient who received synvisc-one injection in both knees for osteoarthritis. Patient experienced the events of tinnitus, headache, upper arm pain, sweating, tachycardia and sore throat. Since the product start dates is not provided, a possible temporal relationship cannot be established. Moreover, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a pharmacist. This case concerns a male patient (with unspecified age) who received treatment with synvisc one and later experienced tinnitus, headache, pain in his muscles of upper arm, sweating, tachycardia and sore throat. The patient's medical history included atrial fibrillation. No past drugs, concurrent conditions and concomitant medications were reported. On an unknown date in 2015, the patient received treatment with intra-articular synvisc one at a dose of 6 ml, once, with batch/lot number: 5rse012 and expiration date: 31-mar-2018 for osteoarthritis (localized primary involving lower leg). On (B)(6) 2015, the patient experienced tinnitus, headache, pain in his muscles of upper arm, sweating, tachycardia and sore throat. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: medically significant for all the events. Pharmacovigilance comment: sanofi company comment dated 05-nov-2015: this case concerns a patient who received synvisc-one injection in both knees for osteoarthritis. Patient experienced the events of tinnitus, headache, upper arm pain, sweating, tachycardia and sore throat. Since the product start dates is not provided, a possible temporal relationship cannot be established. Moreover, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.